Manufacturer narrative:
E1 - address : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported one light emitting diode does not light during diagnostic gastroscopy prior to sedation involving an olympus gastrointestinal videoscope. The procedure was completed with the same device. There were no reports of patient involvement.